Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer states the batteries died were replaced, and the display did not return. The customer's blood glucose level at the time of incident was over 1000mg/dl. The customer's most current level was 130mg/dl. The mother states the customer treated the high levels with manual injections. The mother states there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis. Troubleshoot was conducted, and the customer was advised that the device would be replaced and returned for analysis.